Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00488.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully advanced a smart coil into the target vessel using a non-penumbra microcatheter and used the handle to detach it. The physician then advanced a new smart coil into the target vessel, but was unable to detach the coil using the handle. After multiple failed attempts, a new handle was opened and used to successfully detach the same smart coil into the target vessel. The procedure was completed using the same new handle, four smart coils, two other coils, and the same microcatheter. There was no report of an adverse effect to the patient.